Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was patient reported they are feeling zapping in the area of the implant since february. Patient stated they can be sitting and watching tv or laying in bed and they will feel the zapping. Patient stated the zapping feels like when you put your tongue on a battery. Patient services specialist asked patient if the area is sensitive to the touch or discolored and patient said no. Patient service asked if patient had fall or trauma and patient stated they did have a fall in march but didn't really fall but they twisted their back, knee, and ankle; that is why they are having an ablation procedure tomorrow on their sciatic nerve. Agent confirmed patient is able to charge the ins. Patient stated they have an apt tomorrow for a procedure with healthcare provider (hcp) and will discuss with hcp about their concern. Patient stated they spoke with the pa and was told to call. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.